Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted high out of range impedance measurements since implant. Myopotentials can be produced with arm movement. Crosstalk was also noted, but resolved with reprogramming. Boston scientific technical services (ts) indicated the measurements had stabilized over the last few months and all other diagnostics were appropriate. As a result, ts recommended normal follow-ups. No adverse patient effects were reported.